Event description:
This boxed implantable cardioverter defibrillator (ICD) exhibited premature battery depletion.

Event description:
Event description guidant received information that this boxed implantable cardioverter defibrillator (ICD) exhibited premature battery depletion.